Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7097137, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7097160, UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the mid line incision and pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility.